Manufacturer narrative:
Functional testing: the samples received were connected to the cadd legacy plus [cal. ID: 1.0386 due date: september 2021] to look for unusual function. Results: the two (2) samples were fully priming and connected without difficult, the pump was set running and the alarm was not activated. The complaint is not confirmed. Root cause: no root cause could be determined since the complaint was not confirmed, no occlusions detected during tests. Actions taken: no actions taken were performed since the complaint was not confirmed.

Event description:
It was reported that an "upstream occlusion" alarm occurred on pumps. No patient injury was reported.